Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had an overheating alarm while device was in use. No patient injury/harm was reported.

Manufacturer narrative:
Additional contact info: (B)(6). Due to character restrictions in block e1 (initial reporter: (B)(6), event site name: (B)(6)). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse tested the cardiosave and examined service logs, numerous apd errors, fault code#16, and severe 30 psi drift. Fse observed numerous 30 psi calibrations from previous pm¿s on cardiosave. To fix the issue, the fse replaced the front end board and calibrated it to factory specifications. The fse also replaced the expired safety disk. During testing, the cardiosave failed the compressor output test; data from the compressor was greater than a spec of 2000 rpm. To fix the issue, the fse replaced the defective compressor. The fse then performed drive calibration, and the unit passed all functional and safety tests per factory specifications. The unit was then returned to the customer and cleared for clinical use. There was a patient involved and no patient injury/harm. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The national repair center installed the compressor in to the cardiosave test fixture and tested the compressor to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual revision p.the nrc could not verify the overheat alarm of the compressor. The compressor passed the performance test. Retaining compressor in the nrc as per procedure 0002-07-d008 rev aj. The national repair center installed a temperature sensor, in to the cardiosave test fixture serial number (B)(6) and tested the temperature sensor to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual revision p. The nrc could not verify any overheat alarm. Retaining temperature sensor in the nrc as per procedure 0002-07-d008 rev aj. The national repair center installed the pcb, front end, rohs serial number(B)(6) into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision p. The nrc could not verify the failure of over temperature alarm. The board passed testing. Sending the board to the supplier per procedure number 0002-07-d008 revision aj. The failure analysis and testing dept. Received pcb, front end, rohs from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier replaced a pin on connector j11 and adjusted a pin on connector j9. The supplier performed in circuit testing and the board passed all testing. The supplier did not verify the failure of an over heat alarm. The board passed testing. The failure analysis and testing dept. Installed part number serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev.aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.